Event description:
Surgical procedure was performed due to infection. The knee was washed out and the poly exchanged/

Manufacturer narrative:
No products were returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported infections. No evidence was found suggesting product contribution to the reported events. Based on the investigation findings. The need for corrective action is not indicated. Should add'l info be rec'd, the compliant will be reopened. Depuy considers the investigation closed.